Event description:
It was reported that a patient with diabetes experienced elevated blood glucose levels. Upon removal of the infusion set, the cannula was observed to be bent and filled with blood, and insulin leakage was noted at the insertion site. There was patient involvement; however, no patient harm was reported. Leakage that could result in exposure of the patient and/or clinician to blood or drug fluids.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.